Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined; however, when customer changed pump supplies the alarm recurred and customer ultimately discontinued pump use. Customer's blood glucose was 298 mg/dl with nausea. Multiple attempts were made by technical support to follow up with the customer for alternate method of insulin therapy, but no response was received and no additional information was provided.